Manufacturer narrative:
Bayer case number: (B)(4). The aches developed gradually [pelvic pain female] experiencing chronic [chronic fatigue] I have lost 15 kg since the side effects started [weight loss] sleep loss [sleep loss] disabling head pains [head pain] hearing loss [hearing loss] severe chilliness [chilliness] loss of libido [loss of libido] urinary incontinence [urinary incontinence] urinary tract infection [urinary tract infection] frequent urination [frequency urinary] severe gastric pain [gastric pain] memory disturbance [memory disturbance] significant impairment of concentration [concentration impaired] joint pain [joint pain] neck pain [neck pain] stinging eyes [eyes stinging] itching all over the body [itching all over] urticaria [urticaria] dry skin [dry skin] unable to wear jewellery [allergy to metals] one of the implants had partially come out of its axis [device dislocation] one of the implants was no longer in the fallopian tubes [device dislocation] body is poisoned by these implants [metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-apr-2025. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("the aches developed gradually") in a 54-year-old female patient who had essure inserted (lot no. E25515) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2023 she experienced fatigue ("experiencing chronic"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), insomnia ("sleep loss"), headache ("disabling head pains"), deafness ("hearing loss"), feeling cold ("severe chilliness"), loss of libido (" loss of libido"), urinary incontinence ("urinary incontinence"), urinary tract infection ("urinary tract infection"), pollakiuria ("frequent urination"), abdominal pain upper ("severe gastric pain"), memory impairment ("memory disturbance"), disturbance in attention ("significant impairment of concentration"), arthralgia ("joint pain"), neck pain ("neck pain"), eye pain ("stinging eyes"), pruritus ("itching all over the body"), urticaria ("urticaria"), dry skin (" dry skin"), allergy to metals ("unable to wear jewellery"), a first episode of device dislocation ("one of the implants had partially come out of its axis"), a second episode of device dislocation ("one of the implants was no longer in the fallopian tubes") and metal poisoning ("body is poisoned by these implants") and was found to have weight decreased ("I have lost 15 kg since the side effects started"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the latest episode of device dislocation had resolved. The outcomes for pelvic pain, fatigue, weight decreased, insomnia, headache, deafness, feeling cold, loss of libido, urinary incontinence, urinary tract infection, pollakiuria, abdominal pain upper, memory impairment, disturbance in attention, arthralgia, neck pain, eye pain, pruritus, urticaria, dry skin, allergy to metals and metal poisoning were unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, deafness, the first episode of device dislocation, the second episode of device dislocation, disturbance in attention, dry skin, eye pain, fatigue, feeling cold, headache, insomnia, loss of libido, memory impairment, metal poisoning, neck pain, pelvic pain, pollakiuria, pruritus, urinary incontinence, urinary tract infection, urticaria and weight decreased to be related to essure administration. The reporter commented: patient's current state: the consequences are that I found myself in a state of total medical wandering in the face of these adverse effects. After examinations, a radiologist noticed that one of the implants had partially come out of its axis (other examinations before the operation showed that one of the implants was no longer in the fallopian tubes). This helped me know where I needed to direct my search. I joined the association, which helped me a lot because you really find yourself alone when faced with all these problems. My life has completely changed since the beginning of all these problems. I had the device removed on (B)(6) 2025 at the hospital. I had a metal analysis (which the implants contain) done at my own expense because I want to know to what extent my body is poisoned by these implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Gynaecological examination] (date unknown): one of the implants was no longer in the fallopian tubes. [Heavy metal test] (date unknown): not avialable. [X-ray] (date unknown): one of the implants had partially come out of its axis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). The aches developed gradually [pelvic pain female] experiencing chronic [chronic fatigue] I have lost 15 kg since the side effects started [weight loss] sleep loss [sleep loss] disabling head pains [head pain] hearing loss [hearing loss] severe chilliness [chilliness] loss of libido [loss of libido] urinary incontinence [urinary incontinence] urinary tract infection [urinary tract infection] frequent urination [frequency urinary] severe gastric pain [gastric pain] memory disturbance [memory disturbance] significant impairment of concentration [concentration impaired] joint pain [joint pain] neck pain [neck pain] stinging eyes [eyes stinging] itching all over the body [itching all over] urticaria [urticaria] dry skin [dry skin] unable to wear jewellery [allergy to metals] one of the implants had partially come out of its axis [device dislocation] one of the implants was no longer in the fallopian tubes [device dislocation] body is poisoned by these implants [metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("the aches developed gradually") in a 54-year-old female patient who had essure inserted (lot no. E25515) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023 she experienced fatigue ("experiencing chronic"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), insomnia ("sleep loss"), headache ("disabling head pains"), deafness ("hearing loss"), feeling cold ("severe chilliness"), loss of libido (" loss of libido"), urinary incontinence ("urinary incontinence"), urinary tract infection ("urinary tract infection"), pollakiuria ("frequent urination"), abdominal pain upper ("severe gastric pain"), memory impairment ("memory disturbance"), disturbance in attention ("significant impairment of concentration"), arthralgia ("joint pain"), neck pain ("neck pain"), eye pain ("stinging eyes"), pruritus ("itching all over the body"), urticaria ("urticaria"), dry skin (" dry skin"), allergy to metals ("unable to wear jewellery"), a first episode of device dislocation ("one of the implants had partially come out of its axis"), a second episode of device dislocation ("one of the implants was no longer in the fallopian tubes") and metal poisoning ("body is poisoned by these implants") and was found to have weight decreased ("I have lost 15 kg since the side effects started"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the latest episode of device dislocation had resolved. The outcomes for pelvic pain, fatigue, weight decreased, insomnia, headache, deafness, feeling cold, loss of libido, urinary incontinence, urinary tract infection, pollakiuria, abdominal pain upper, memory impairment, disturbance in attention, arthralgia, neck pain, eye pain, pruritus, urticaria, dry skin, allergy to metals and metal poisoning were unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, deafness, the first episode of device dislocation, the second episode of device dislocation, disturbance in attention, dry skin, eye pain, fatigue, feeling cold, headache, insomnia, loss of libido, memory impairment, metal poisoning, neck pain, pelvic pain, pollakiuria, pruritus, urinary incontinence, urinary tract infection, urticaria and weight decreased to be related to essure administration. The reporter commented: patient's current state: the consequences are that I found myself in a state of total medical wandering in the face of these adverse effects. After examinations, a radiologist noticed that one of the implants had partially come out of its axis (other examinations before the operation showed that one of the implants was no longer in the fallopian tubes). This helped me know where I needed to direct my search. I joined the association, which helped me a lot because you really find yourself alone when faced with all these problems. My life has completely changed since the beginning of all these problems. I had the device removed on (B)(6) 2025 at the hospital. I had a metal analysis (which the implants contain) done at my own expense because I want to know to what extent my body is poisoned by these implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Gynaecological examination] (date unknown): one of the implants was no longer in the fallopian tubes. [Heavy metal test] (date unknown): not available. [X-ray] (date unknown): one of the implants had partially come out of its axis. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.